Event description:
Caller reported a malfunction on the pump, identified by malfunction code 9. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided information for resetting the pump, and the caller successfully reset it without recurrence of the malfunction code. Customer was instructed to continue using the pump and to contact support if the malfunction reoccurs, which the caller acknowledged and understood.